Manufacturer narrative:
System was used for treatment. Kit lot e112 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break or alarm #7: blood leak? (Centrifuge chamber). However, a CAPA was initiated for the investigation of the cause of drive tube leak/break associated complaints. Service order completed: service engineer cleaned instrument and performed system checkout procedure successfully. This assessment is based on information available at the time of the investigation. Photos associated with the complaint were returned for analysis. Analysis of the photos concluded that the bowl was impacted, both bearings were in bearing retainers, and plastic ring (bearing stop) had been moved on the drive tube. Evaluation of the photos confirmed the complaint based on the impact line on the chamber wall and a hole in the drive tube likely causing the origin of leak. Root cause of the leak is most likely due to upper bearing stop delaminating and allowing the drive tube to impact the centrifuge chamber wall. The drive tube, most likely, wore away and leaked. A CAPA has already been initiated. (B)(4). Device not returned.

Event description:
Customer reported drive tube break at 1314 ml of whole blood processed (wbp). Nurse stated there was a loud noise and then an alarm for leak in centrifuge chamber. They describe bowl is intact, both bearings are in their clips but plastic ring has moved on the drive tube. Patient reported stable. Service was dispatched per customer's request. Customer provided photos for investigation.